Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely tortuous and non-calcified anterior tibial artery. After crossing the guidewire, the 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any issue, and the procedure was completed with a 2.5mm balloon. No complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the coyote es balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 13mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely tortuous and non-calcified anterior tibial artery. After crossing the guidewire, the 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any issue, and the procedure was completed with a 2.5mm balloon. No complications were reported.